Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labeling due to the unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that mild resistance was met when removing the foley catheter after the 10 ml of fluid was removed from the balloon. Three other attempts were made to remove residual fluid with a syringe but no success. Once the catheter was removed by manual manipulation, there was approximately 2ml of fluid remaining in the balloon of the catheter. No hematuria was noted and urology was consulted to see the patient whose was status post cesarean section.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that mild resistance was met when removing the foley catheter after the 10 ml of fluid was removed from the balloon. Three other attempts were made to remove residual fluid with a syringe but no success. Once the catheter was removed by manual manipulation, there was approximately 2ml of fluid remaining in the balloon of the catheter. No hematuria was noted and urology was consulted to see the patient whose was status post cesarean section.